Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: this report is made based solely on the customer's reported issue. (B)(4).

Event description:
The customer reported that the alarm sounds intermittently and the batteries have been replaced with a new supply. The customer could not provide the date when issue was found. The customer reported the issue was discovered during use however, no patient incident or injury was reported.